Manufacturer narrative:
Clinical review: here is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of stroke. However, there is no documentation in the complaint file to show a causal relationship between the patient¿s stroke and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. Chronic kidney disease (ckd) is an independent risk factor for stroke, including both hemorrhagic and ischemic subtypes. Diabetes mellitus is associated with a 3-fold greater age-adjusted risk of stroke and a higher post-stroke mortality. Per the patient¿s pd nurse, there were no noted issues with the dialysis treatment prior to the adverse event. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s stroke. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's contact reported that the patient was receiving a drain complication on thet cycler in drain 1 of 3. Technical support advised the caller to reset up with new supplies; however, the contact stated the patient was disoriented and they were calling 911. Additional information was provided by the peritoneal dialysis registered nurse (pdrn). The pdrn confirmed the patient was transported to the hospital via emergency medical services (ems). The patient was admitted to the hospital with a diagnosis of stroke. The stroke was unrelated to the use of the liberty select cycler or other fresenius products as well as their pd therapy. The pdrn reviewed the patient¿s treatment record and did not note any issues. The patient remains hospitalized.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's contact reported that the patient was receiving a drain complication on thet cycler in drain 1 of 3. Technical support advised the caller to reset up with new supplies; however, the contact stated the patient was disoriented and they were calling 911. Additional information was provided by the peritoneal dialysis registered nurse (pdrn). The pdrn confirmed the patient was transported to the hospital via emergency medical services (ems). The patient was admitted to the hospital with a diagnosis of stroke. The stroke was unrelated to the use of the liberty select cycler or other fresenius products as well as their pd therapy. The pdrn reviewed the patient¿s treatment record and did not note any issues. The patient remains hospitalized.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. System air leak test passed. Valve actuation test passed. The internal inspection of the cycler showed that there were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the encountered dried fluid could not be determined. Mushroom head check passed. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient's contact reported that the patient was receiving a drain complication on the cycler in drain 1 of 3. Technical support advised the caller to reset up with new supplies; however, the contact stated the patient was disoriented and they were calling 911. Additional information was provided by the peritoneal dialysis registered nurse (pdrn). The pdrn confirmed the patient was transported to the hospital via emergency medical services (ems). The patient was admitted to the hospital with a diagnosis of stroke. The stroke was unrelated to the use of the liberty select cycler or other fresenius products as well as their pd therapy. The pdrn reviewed the patient¿s treatment record and did not note any issues. The patient remains hospitalized.

Event description:
A peritoneal dialysis (pd) patient's contact reported that the patient was receiving a drain complication on the cycler in drain 1 of 3. Technical support advised the caller to reset up with new supplies; however, the contact stated the patient was disoriented and they were calling 911. Additional information was provided by the peritoneal dialysis registered nurse (pdrn). The pdrn confirmed the patient was transported to the hospital via emergency medical services (ems). The patient was admitted to the hospital with a diagnosis of stroke. The stroke was unrelated to the use of the liberty select cycler or other fresenius products as well as their pd therapy. The pdrn reviewed the patient¿s treatment record and did not note any issues. The patient remains hospitalized.

Manufacturer narrative:
Correction: h.10. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.